Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via a literature article that multiple patients experienced floaters, increased intra-ocular pressure (iop) after a cataract surgery by using an ophthalmic viscosurgical device. The patients required medical intervention. All the patients recovered within a week.

Manufacturer narrative:
Additional information provided in sections h.6. And h.10 no lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted the manufacturer internal reference number is: (B)(4).